Manufacturer narrative:
D3 (manufacturer fax) has been added. G1 (manufacturer contact fax number) has been added). Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance / pd-cannula assembly (twist, bent, kinked): the cause of the failure-to-advance issue was most likely related to cannula kink during the procedure due to unintended use of non-recommended guidewire during rp pump placement. 0.027-inch abiomed guidewire is the recommended guidewire for use.

Manufacturer narrative:
This is one of two related reports. This report represents the impella rp flex and another report will be submitted to represent the guidewire. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella rp flex device was inserted via the right axillary artery in a 65-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). During insertion, the physician was unable to backload the rp flex over a 0.027-inch wire and advance it into the pulmonary artery, so a 0.018-inch wire was used instead. The rp flex catheter subsequently kinked in the body and was removed and replaced with a new device. The reported events are failure to advance, product damage, difficult to insert, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
D1 revised brand name since the initial report was submitted. The device was received and d9 was updated. The investigation is underway once completed a supplemental report will be sent.